Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), photographic analysis, retains analysis and concomitant product evaluation. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 04/29/2016 to 10/26/2016 and trending was not exceeded. The complaint product was not returned for evaluation; however, photographs were provided. The ci disc on the four (4) bis pictured is yellow. Additionally, one (1) bi is pictured with purple media in the vial. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." One hundred and two (102) retains bis were tested for signs of premature color change of the ci disc. Results: 0/102 ci discs on the bi vials had any signs of premature color change; specification met. Concomitant product evaluation was not performed since there is clear and sufficient information to determine use-error which is unrelated to the sterrad unit. The likely assignable cause of the issue is user error. The customer processed a bi in which the ci disc had turned color prior to use. A letter will be sent to the customer in regards to the user error issue. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.

Manufacturer narrative:
Catalog number - the correct catalog number is 14324_97. Lot number - the correct lot number is 11516062. Expiration date ¿ the correct expiration date is 03/31/2017. (B)(4).

Event description:
A customer reported the chemical indicator (ci) disc of the cyclesure® 24 biological indicator had changed color prior to use. The customer processed the bi in a load and the affected load was released. The customer stated the cycle completed and the final reading of the bi was negative. There was no report of infection, injury or harm to patient(s) associated with this issue. The cyclesure® 24 biological indicator instruction for use (IFU) states: "do not use a sterrad cyclesure 24 bi if media in the ampule and/or chemical indicator on top of the ampule is yellow prior to the sterilization cycle." Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured.